Manufacturer narrative:
According to the customer, on (B)(6) 2023 when attempting to insert a central line into the "right ij" the introducer was noted to have "a hole". The customer reported a new kit was obtained and the patient required "multiple punctures" in order to use the "right ij". No additional information is available at this time. Sample requested to be returned. It has been determined that the reported event caused or contributed to serious injury therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 when attempting to insert a central line into the "right ij" the introducer was noted to have "a hole".